Event description:
The customer stated, that her blood glucose was tested using her doctor's meter and her elite meter. The doctor's meter read around 200 mg/dl, while the elite read 95 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation, and the meter will be replaced at the customer's insistence. Replacement products will be sent to the customer.

Manufacturer narrative:
This MDR is being filed late since it was inadvertently classified as a 'closed' complaint before regulatory affairs had a chance to review it. An improvement was implemented in the complaint system to prevent this kind of occurrence in the future. All of these 'closed' complaints were reviewed and, if appropriate, reported as mdrs.